Event description:
Paramedics attended to a person diagnosed in ventricular tachycardia. The operator attempted to administer a synchronized shock using disposable defibrillation electrodes. The device allegedly displayed a connect cable message and use of the defibrillator was made available and used to successfully cardiovert the pt. There were no adverse affects to the pt reported as a result of the alleged malfunction.